Event description:
Patient undergoing decompression: spinal-lumbar with fusion and internal fixation l4-5. During the procedure, the peek cage implant broke in half while being inserted. A portion of the cage could not be removed and was left in place. Description of the surgery is as follows:there was a herniated disc on the right l4-5 which was removed. The l4-5 disc and endplates were abraded. First, the disc space was abraded with the disc space shavers and then cannulated the right l4 and l5 pedicles and placed 6.5 x 45mm blackstone screws. They then distracted the disc space and went to the left side. The same length and width of blackstone screws were placed l4 and l5 and distracted there as well. Once the distraction was achieved, the autologous bone was packed at the anterior disc space and then was packed with an 8x8x28mm construx cage and it was countersunk. A portion of the cage that broke off was retrieved. The remainder of the cage stayed in position and actually was in good position, so it was left in place. There was no other portion of the broken aspect of the cage replaced. The retrieved portion was in one piece and was sent to pathology for identification.